Manufacturer narrative:
Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - (B)(4) and baxter healthcare - (B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was reported from an unspecified location during use of a homechoice cassette, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell one of five of peritoneal dialysis therapy. During the troubleshooting, a leak from an unspecified location was found during use of a homechoice cassette. The patient stated that the floor was wet and the location of the leak was not found. Renal therapy services (rts) assisted the patient with ending therapy and reviewed proper procedures per the user manual. The patient would complete therapy with manual supplies or reset the cycler. There was no report of patient injury or medical intervention associated with this event. No additional information is available